Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt stated their ins was not working, which they noticed 2 days ago. Patient services (ps) reviewed how to connect to the ins with the patient programmer (pp) during the call, and pt was able to connect. Pt described the stim off icon on the screen, and pt said they didn't turn stim off. Ps reviewed how to turn stim back on and pt confirmed stim turned back on. Pt mentioned they really needed that when the stim turned back on. The troubleshooting steps that were taken on the call resolved the issue. Ps reviewed to monitor stim and follow up with their healthcare provider should the pt notice the stim turn off again without the pt turning it off. No symptoms were reported.